Manufacturer narrative:
Tracking# 50593. Proximate I l s intraluminal stapler: based on the info received & the visual inspection, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was confirmed that the trocar clips were bent, which prevented the anvil from locking onto the trocar & prevented the instrument from closing. It could not be determined how the damage to the anvil occurred. However, the damage to the anvil occurred. However, the damage could be recreated if a clamp is placed across the trocar (locking) clips. As stated in the packaging insert, do not clamp across or grip on the locking springs when attempting to reattach the detachable head assembly. However, it could not be ascertained if this may have occurred in this instance. It should be noted that each instrument is functionally tested & visually inspected prior to shipment & damage of this magnitude would have been detected during the mfg process or would have prohibited the anvil from being inserted on the instrument for shipment.

Event description:
It was reported that the cdh33 was used during a anterior resection and gyn combination/urology. It was reported by the affiliate that the anvil was unable to connect. There was a problem with the side catch sticking out. This made it unable to retract anvil, which then misfired and needed sutures, etc. Also there were imcomplete tissue rings. The duration was 8 hrs. 3/20/98 add'l info from the affiliate, when the anvil wouldn't close, the surgeon handsewed the anastomosis. The pt was having a number of procedures done at once, gyn/general, as she was quite ill and the cdh part was only a fraction of the total 8 hr surgery.